Manufacturer narrative:
Tracking number: (B)(4). Post market vigilance (pmv) led an evaluation of one spacemaker pro access and dissector system 10mm. The seal on the trocar balloon section was observed to be cut. Product analysis suggests the product was not used in a surgical procedure. A review of the device history record indicates this device lot/serial number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
The access port of the working trocar holding the camera was leaking air the entire case. The seal around the camera would not properly seal and caused a leak during the entire case. To correct this condition, wet lap was wrapped around camera port.. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. There was no device fragment left in patient's cavity.